Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a 26-years-old male patient of an unknown origin. Medical history included diabetes. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a reusable pen (humapen luxura hd), at unknown dose and frequency, via unknown route for the treatment of diabetes, beginning on an unknown date. On an unknown date while on insulin lispro therapy, when he administered 20 units, at the reporting time and administering 13-14 but the glucose level was rising. He realized that insulin was flowing very little when he pressed the pen with the needle tip open. He administered 15 units, maybe it was actually administering 7.5 units while glucose level was 980 (no units, values and references range provided). As his pen was broken (pc: (B)(4), lot: 1411g06), he was using his siblings pen. The device seems to be used for more than 3 years which was considered as improper use. The event of blood glucose increased was considered as serious by the company due to medically significant reason. Information regarding corrective treatment, outcome of events and status of insulin therapy was unknown. The operator of the humapen luxura hd was patient, and his training status was unknown. The general and suspect humapen luxura hd model was started on when he was 7-18 years old and its duration of use was approximately 8 years. The device was not returned to the manufacturer for investigation. The initial reporting consumer did not provide the relatedness assessment of events and insulin lispro drug and suspect humapen luxura hd device. This case is cross-referenced with the case: (B)(4) (same reporter). Edit 03-jan-2025: upon review of information received on 27-dec-2024, updated the narrative with information. Update 07-jan-2025: information received from the from responsible complaint personal on 06-jan-2025. Added product complaint (pc) number (B)(4), pc processed accordingly. No new medically significant information was received. Updated narrative with the pc number. Update 23jan2025: additional information received on 22jan2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura half-dose device associated with pc (B)(4), lot 1411g06. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 23jan2025: the case was unlocked to add the additional imdrf f code.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 23jan2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that the humapen luxura hd device "realized that insulin was flowing very little when he pressed the pen with the needle tip open. He administered 15 units, maybe it was actually administering 7.5 units". The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1411g06, manufactured november 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient used the device beyond its approved use life and shared use of the device with another individual. It is unknown if these misuses are relevant to the complaint issue or the event of increased blood glucose.